Event description:
It was reported that the cassette line became disconnected from the heater bag during an unknown step of peritoneal dialysis therapy. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).as the cassette was discarded by the customer and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.